Event description:
On (B)(6) 2010, pt and daughter requested assistance completing prime on infusion device. Daughter reported infusion device would "go through the motions" of priming and the piston rod could be heard moving, but no insulin came through the infusion tubing. No errors or alarms were received during this process. Insulin cartridge was properly inserted and adapter and infusion tubing were properly attached. Infusion device primed correctly during troubleshooting call. Pt connected infusion tubing to site and resumed normal operation. Pt reported this concern has occurred several times in the past. Follow-up was completed with pt. Pt reported, he still has to try a few times for infusion device to prime correctly, and it might be an issue with the check button. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.